Manufacturer narrative:
(B)(4). One used caresite valve, without packaging, was received for evaluation. A crack was observed on the female luer lock thread of the molded valve body (cavity # 14b). The crack was at the parting line and started from the top of the valve extending approximately half-way down the luer threads. Stress marks and crazing lines were evident at the area of the crack. In addition, one unused caresite valve, in its original packaging indicating the reported lot number, was also received for eval. No cracks were visually observed on this valve. The valve was then subjected to a water pressure (leakage) test according to specification with acceptable results. No leakages were observed. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The initial report from the facility indicated that the valve had been in use for 2 days when it began leaking. Per the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hrs." Based on the add'l info received, it would appear that using the device beyond the recommended 24 hrs likely contributed to the reported leakage. If add'l pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: on (B)(6) 2011, the pt was receiving 5fu and found that the cytotoxic drug was leaking. The pt came back into the dept ro resolve the leakage. The valve had been in-situ for two days. The dept staff was concerned as they did not know how much of the cytotoxic drug the pt received. When the valve was flushed, leakage was noted around the swabbable area at the tope of the valve. The valve was then removed from the pt and flushed again with the leakage able to be replicated.